Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000158, serial/lot #: none, ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the x-axis could not extend to the end. The root cause of the issue was the x-stage cover had changed its shape. The x-stage cover and docking pins were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system can't rehome. There was no patient present when this issue was identified.